Manufacturer narrative:
In the 3500a initial we reported that the bwi analysis lab received the device for evaluation and the peek housing was found to be broken with metals exposed. At this time, the peek housing broken with metals exposed was assessed as MDR reportable. Additional information was received on 04-aug-2021 stating that the returned damaged condition occurred during the return process. This additional information received was reviewed and the returned condition was reassessed as not MDR reportable as the issue occurred after the procedure during the return process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed the peek housing broken with metals exposed. Initially, during the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The bwi analysis lab received the device for evaluation and on (B)(6) 2021 the peek housing was found to be broken with metals exposed. The peek housing broken with metals exposed was assessed as MDR reportable. The awareness date for the bwi lab fining is (B)(6) 2021.